Manufacturer narrative:
Information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Visual inspection under magnification revealed that cartridge was cracked at the base of the cartridge tip where the tube meets the tip. The external assembly was checked and no gaps that could contribute to an issue were observed. The complaint issue could be confirmed; however, it may be attributed to an inadequate amount of ovd and an excessive amount of force, suggested by the trace amounts of viscoelastic residue inside of the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. The manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. The search revealed that no other complaints for this production order number have been received. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a cartridge got cracked when moving/screwing an intraocular lens (iol) forward during the implantation. There was no problem with the iol, and it was implanted without any changes. The cartridge touched the eye when implanting the lens, but no health damage had been reported. There was no patient injury, and the lens remains implanted. No further information was provided.